Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient lost stimulation from the scs lead. X rays revealed cervical lead fractured. Impedance check prior to surgery confirmed high impedances on lead contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced.

Manufacturer narrative:
The lead model number was inadvertently reported incorrectly in the initial report. The correct model number is mentioned in this report.

Event description:
Additional information identified that issue resolved due to lead explant.